Manufacturer narrative:
(B) (4). Hypotension as listed in the IFU, is a known adverse event associated with coronary stenting. Possible causes for difficulty is removing an sds prior to stent implant deployment may include, but is not limited to, interaction of the sds with the lesion/anatomy, guide wire and/or guide catheter, and/or damage to the guide wire, guide catheter or stent implant/sds. As subsequent force was applied, the stent implant dislodged, which required pti to embed the dislodged stent against the vessel wall. The difficulty to remove, stent dislodgement, device embedded in vessel or plaque, cardiac arrest and hypotension appear to be related to the operational context of the procedure.

Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: compression of dislodged stent against the vessel wall is considered permanent damage. Device issue: stent dislodgement. It was reported that the procedure was to treat two lesions with 70% stenosis in the left anterior descending (lad). After percutaneous transluminal coronary angioplasty (ptca), a 2.5 x 18 mm xience stent delivery system (sds) was advanced to be implanted in the distal site of the lad vessel. However, because the guiding catheter was engaged too deep, the pt faced a sudden blood pressure drop and cardiac arrest. While cardiopulmonary resuscitation (CPR) was in progress, the physician realized the cause of the pt pressure dropping and started to retrieve the un-inflated xience sds and guiding catheter; however, due to the calcified lesion, the stent catheter lodged at the left main. Then the stent dislodged from the sds. The physician tried to retrieve the dislodged stent using the sds but was unsuccessful. Therefore, a 3.5 x 23 mm xience v stent was deployed at the location where the stent dislodged. The dislodged stent was compressed against the vessel wall. Then, the angiography showed there was a no flow blockage and abnormal condition. No additional event or pt info is available.